Event description:
It was reported that the patient was scheduled to have her ins replaced on (B)(6) 2012. No additional information was provided regarding the reported event. The patient had requested to speak with a manufacturer's representative. The representative planned to follow up with the patient indicating the patient was scheduled to get a rechargeable device. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the internal neurostimulator (ins) was replaced due to the end of life (eol) of the battery. It was noted that this was caused by "normal battery depletion". No patient injury was reported and the patient was not hospitalized due to this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 7482a40 lot# serial# (B)(4) implanted: (B)(6) 2009 explanted: product type extension product ID 7438 lot# serial# (B)(4) implanted: explanted: product typ programmer, patient product ID 3389s-40 lot# v357495 implanted: (B)(6) 2009 explanted: product typ lead.